Event description:
It was reported that the patient was asymptomatic. It was noted that the patient received inappropriate anti tachycardia therapy (atp) and a 36 j shock due to atrial flutter. Programming changes were made. In addition, medication changes were made by the physician. The physician did not believe the shock was due to a problem with the device but that reprogramming was needed based on the patients newly presented atrial flutter rhythm so as to ensure the patient did not receive any shock for atrial flutter in the future. The patient was stable.